Event description:
Unomedical reference number (B)(4). Event occurred in germany. On 05-jun-2024, it was reported that patient faced tubing connector detached from infusion set (cannula part/base piece) event. No further information was available.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. No lot number is available investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference samples version 11 for the code tubing connector detached from infusion set (cannula part/base piece) complaint investigations. 1 used set were provided and there is no a visible defect on the received samples. Therefore tests for static pull and click have been requested. The following tests were performed: *visual inspection according to version 39 , used set passed. *functional test 1 according to version 4, static pull test, 1 used set passed. *functional test 2 according to version 39, click test 1 used set passed. A batch record review was conducted resulting in the following: the information of this complaint has been evaluated. Since no lot number is available. A detailed investigation on batch review cannot be conducted. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on physical sample. Therefore, since no lot number is available. No further actions are required.